Event description:
It was reported to the alm customer svc rep that as the operating room was being readied for use, an orthopedic table was inadvertently raised into the ceiling mounted surgical light, breaking the main arm (part number 82032) where it attaches to the shaft. The upper main arm, spring arm and "cupola" fell to the floor. No injuries were reported. Customer reported to alm project specialist that customer felt resistance as customer was pumping the table up, but without looking continued to pump the table up, subsequently breaking the arm and causing the components to fall.